Manufacturer narrative:
One 7x30mm biorci ha screw was returned for evaluation. Visual assessment of the screw confirmed the reported breakage. Approximately 5mm of the distal threads have broken off and were not returned for examination. The break is angular in nature. Dimensional assessment of the screws major diameter and wall thickness was performed and found to meet print specification. An exact root cause cannot be determined with confidence with the limited clinical details provided; however, factors that could have contributed to the reported event include: insertion site not prepared with the recommended starter or tap. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that, during an unknown surgery, the biorci screw broke while being inserted. It is unknown if the fragments were retrieved from the patient. A back-up device was available to complete the procedure, but it is unknown if an additional bone hole had to be drilled to use it. The surgery was not delayed. The patient was not injured.